Event description:
During impaction of the hooded pe liner into the shell, the liner was not completely fixed. No malalignment of any components, no broken part, no soft tissue impingement. The liner was replaced with a new one. MFR ref #: 3005180920-2014-00180.